Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.120.015, lot: 7520833, manufacturing site: haegendorf, release to warehouse date: 20. Sep. 2011. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified no damage or wear that would contribute to the reported complaint condition. Functional test: only the trocar and aiming arms from the event were returned to cq, the guide sleeves were not returned and therefore the reported complaint condition was not able to be replicated or confirmed at cq because the trocar is intended to lock into place in the guide sleeve. The received condition does agree with the complaint description. Can the complaint be replicated with the returned device(s)? Unable to perform DHR review: the returned device was manufactured in september 2011. The device history record shows this lot of 47 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the relevant design drawings were reviewed during this investigation. The 03.120.015 trocar with handle is a reusable instrument routinely used in the 4.5mm lcp proximal tibia plate aiming instruments system. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection of pertinent features relevant to the release spring could not be performed due to the assembled condition of the device (release spring is laser welded to trocar body). The diameter of the trocar shaft measured at cq and is within specification per relevant drawing. This complaint was confirmed. Conclusion: a definitive root cause for the reported complaint condition could not be determined based on the provided information. This complaint was not able to be confirmed or replicated and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the right femur on (B)(6) 2018, the arm sleeves of left and right aiming arm were no longer locking securely in the guide. The grooves in the carbon fiber of the aiming arms seem to be wearing out, preventing the metal wings in the sleeves from engaging. The trocar with handle was not properly locking into the sleeves during the sleeve insertion to aiming arm. The case was completed successfully by manually holding the sleeves in the aiming arm during the procedure. There was no surgical delay. There was no patient harm. Concomitant devices: guide (part: unknown, lot: unknown, quantity: 1). This report is for a trocar with handle. This is report 3 of 3 for (B)(4).